Event description:
The account stated that when they turned the axsym analyzer on the ups made a loud noise and smoke came out of the unit. No injury was reported.

Manufacturer narrative:
(B)(4). The customer complaint text was reviewed and indicates that the ups issue was related directly to the ups and was not caused by the axsym analyzer. Customer complaint data was reviewed and no adverse trends were identified. The axsym system operations manual was reviewed and was found to provide adequate information regarding potential electrical hazards. A review of the safety hazards memo indicates the axsym analyzer is certified to the appropriate safety standards, and adequate protection is provided for the operator against the spread of fire from the equipment. The investigation did not identify a product deficiency.